Event description:
A 59-year-old female with newly diagnosed glioblastoma (gbm) began treatment with optune gio on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she was experiencing skin irritation. On (B)(6) 2025, the patient reported that her healthcare provider (hcp) had recommended temporarily discontinuing optune gio due to worsening skin issues, which had begun approximately one week earlier. The hcp referred her to a wound clinic for specialized care. The patient submitted five photographs showing a raw, lobular-shaped lesion on the superior aspect of the scalp, left of midline, with visible serous crusting but no active bleeding or exudate. Additionally, a single circular scabbed lesion with mild erythema was noted along the hairline above the left eye. On (B)(6) 2025, the patient visited the wound clinic where she was recommended to discontinue optune gio for at least eight weeks and was advised to use a protective barrier. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention with a wound clinic, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).